Event description:
Facility reported an internal blood leak (5th use). Confirmed by visual inspection and hemostik. Estimated blood loss 200cc. No medical intervetion. The sample was discarded by the user. Medwatch filed on the blood loss.